Manufacturer narrative:
(B)(4). Dropping/ejecting clips. Eval summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument did not locked out. A corrective and preventive action has been initiated to address the root cause of the ejected clips issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a lap chole, the clips misfired for both devices. A third device was used to complete the procedure. There was no pt consequence.